Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump was over delivery. The customer¿s blood glucose level was 21 mg/dl. Customer¿s current blood glucose level was 170 mg/dl. The customer was treated with food. The troubleshooting was done for low blood glucose and the customer was reported that there was some error in insulin pumps. The customer was able to rewind the insulin pump. The customer also reported that the reservoir was empty, but she had changed it that morning so it should have been full. The reservoir will not be returned for analysis.